Event description:
The customer reported that the central nurse's station (cns) was in comm loss with a bedside monitor.

Manufacturer narrative:
The customer reported comm loss on the bsm with bed name (B)(4). Technical service (ts) advised the customer to unplug the network cable at the bsm end and wall jack. The customer noticed that the network cable was plugged to the wrong yellow port instead of the blue port of the wall jack. The customer plug the cable into the blue port and then the central nurse's station (cns) showed the bed and after a couple of minutes they could see vitals and monitor patient at cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.